Manufacturer narrative:
Device manufacturer postal code: (B)(4). Initial reporter phone no (B)(6). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The damaged battery issue was identified during the alarm log review as an f-94 alarm. The cause of the f-94 alarm condition was determined to be damaged battery and blown fuses. To correct the condition, the fuses and battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged battery. This occurred before use. There was no patient involvement. No additional information is available.